Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on resetting the pump, and after performing the reset, the error was resolved, allowing the customer to successfully start their sensor session.